Event description:
Defective alarm. When I insert batteries, the alarm clicks and gets hot. I replaced batteries and same thing happens. Tried 6 pairs of batteries and the same thing repeats over and over again. The alarm has a defect that is causing the alarm to get hot. I can't put this on my son at night. I cannot even hold it in my hand it is so hot, let alone my son wearing it at his neck. The alarm was purchased brand new from the MFR.